Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the cable. This device is not distributed in us so that unique identifier is blank. This device is not distributed in us so that 510k is blank. Serial number is unknown this report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. Connection cable. Customer feedback suggesting that the price and build quality of os-a98 are not acceptable. This cable is frequently tearing from the connection side that goes into the scope. Since this cable needs to be connected prior to every procedure, the materials used should be higher quality to meet the demands of the product.